Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to be charged. Subsequently, the pump battery fully depleted and shut off. Customer reported blood glucose level was 125 (mg/dl). A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be charged successfully with the replacement usb cable.